Event description:
It was reported that the programmer "occasionally" freezes and shows a blank screen. Technical services (ts) indicated that the error is related to "corrupt" files in the print queue. Ts provided assistance in resolving the issue by directing the caller to run the service diskette. The status of the programmer is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).